Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On july 29, 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and the glucose was noisy. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing and review of raw sensor data confirmed optical instability in all sensing areas. Microscopic inspection further revealed delamination of internal sensor components, which was identified as the likely cause of the instability. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 03 nov 2025. G3.date received by the manufacturer? 03 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.